Event description:
It was reported that during use, the heat generated from this product caused the curtains in the or to set on fire. There was no report of injury with this event.

Manufacturer narrative:
Investigation results: unable to verify the report of the customer because to date, the product was not returned to conmed linvatec for investigation. The info for use warns the customer to avoid placing the light guide's distal end directly on the pt or any inflammable materials during use because of the extreme heat during use.